Manufacturer narrative:
A sample from the patient could not be provided for investigation, so no further investigation was possible. A specific root cause could not be determined based on the provided information.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys anti-hcv ii immunoassay (anti-hcv) on a cobas 6000 e 601 module (e601). The results from the e601 analyzer were (B)(6) when compared to (B)(6) results obtained with an abbott i2000 analyzer. No erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer was asked for, but not provided.